Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for not passing was the cable connecting the distribution node (dn) to the rear was severed from the dn housing. The root cause for severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing